Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, the autopulse platform ((B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user replaced the lifeband and restarted the platform, however, the error could not be cleared. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.